Event description:
A patient reported poor communication and inability to communication with insr. The last successful charge session was 3 to 5 months prior to report. The patient had not charged because they could not get it to recharge. The patient reported that their right leg hurts and they could not get across the room. It was subsequently reported that the patient saw a healthcare provider but had not heard back from the hcp yet. The patient took a pain pill but it did not help a whole lot with the pain. The indication for implant was other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.